Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the jaws became stuck and the blade was protruding. The surgeon was cut by the device blade. No treatment was given to the surgeon. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.